Event description:
The patient stated that she had 6 v-go 20 devices fall off over a 3-month period due to working out, yoga, or little accidents such as picking up luggage and knocking the v-go off. The patient confirmed that she uses an alcohol swab to clean the infusion site prior to applying the v-go and she applies them on different sides of her stomach about 4 fingers away from her belly button. The patient estimates that the v-go devices fell off within 2-10 hours of use. Upon follow-up, the patient reported that she experienced hyperglycemia when the devices fell off. There are no devices available for return to the manufacturer for evaluation purposes.

Manufacturer narrative:
The reported expiration date is 08/07/2024. Adverse event (ae) assessment: ae assessor contacted type 2 diabetes mellitus (dm), v-go 20, fiasp insulin user since fall 2021. Client is reporting within the past 3 months she has had 6 v-go's fallen off when exercising, yoga, bending or bumping the device. Client wears the device on her abdomen, rotating sides about 4 fingers from navel. Skin is clean and wiped with alcohol pad. The devices have fallen off anywhere from 2 to 10 hours after placement. Client reports elevated blood glucose readings, depending on delay of time to replace a v-go device that has fallen off. The highest blood glucose reading reported was 359. No medical treatment or follow up was needed. Blood glucose reading of 359 is elevated, but not considered serious. Lowest reading reported is 70, not serious. Client asking about management of the v-go, insulin, food intake with blood glucose reading 70. Advised client to follow up with health care professional (hcp) for insulin and blood glucose management. Referred client to the v-go manual, page 5, regarding amount insulin in the v-go 20 device. Overall, the client reports her ha1c has improved from a 9.6 to 8.3. Client is using fiasp insulin. The v-go is not approved for fiasp insulin. The use of fiasp in the v-go is off label. The hcp may prescribe off label insulin. Device contribution cannot be excluded.